Event description:
The baxter field service engineer noted an infusion pump with failure code 810:11 in the event history while servicing this device. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA. Evaluation summary: the condition of fail code 810: 11 was observed in the event history during product evaluation. This device was evaluated at the customer's facility in late 2006. This fail code was due to a faulty pump head module. The pump head module was replaced.